Event description:
It was reported that during a lar procedure, the device was fired as usual across the rectum. The rectum was thin and it was thought that the device would have been big enough. After transecting the rectum, it was discovered that the staples had not formed. Another device was put across the rectum and fired as expected. No pt consequence.